Event description:
It was reported that non-sustained ventricular oversensing due to noise was observed. Further review of session records showed capture and impedance anomalies. The pace/sense portion of the lead was capped and replaced, the defib portion remains active. The patient was in good condition post-procedure.